Event description:
Related to MFR report # 2183959-2012-01318. It was reported that a sparc sling system was implanted to treat for "pelvic organ prolapse;" the date of implant was not provided. Plaintiff's attorney has alleged that as a result of having the sparc sling implanted in her, the product, "caused severe and irreversible injuries, conditions, and damage," and that she "has experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery," and had other losses including, but not limited to, medical services and she has endured impaired physical relations with her husband. Also alleged, plaintiff "was caused to suffer severe personal injuries, pain and suffering, severe emotional distress," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.